Event description:
It was reported that during an unk procedure, the hand held probe would not cut. A second device was used to complete the procedure. There was no pt consequence. One device was returned.